Event description:
It was reported that during follow-up, an increase in impedance was observed on the lead. A slight increase in capture threshold was noted as well. The patient reported experiencing pocket stimulation which prevented the physician from reprogramming the device. No other patient symptoms were reported. The patient would be monitored. It was noted that the lead had been implanted sometime in 2004.